Manufacturer narrative:
See also manufacturer¿s report #3004209178-2018-14189 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed a battery replaced as per patient it is running out. No symptoms reported. Additional information received from the patient reported that their device battery needed to be replaced. The patient stated that they were guessing ¿it has been having some issues. It is like sometimes it will take a notion and it sparks hard enough and she can feel it running down her legs, other times it just seems like ah if you have a muscle spasm in her lower back some times¿. The issue started in (B)(6) 2017. The patient had contacted the manufacturer to make sure the device was MRI compatible because the radiologist was trying to tell them the device is not MRI capable with a head cage. The patient was als o provided with physician listings for the device removal. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.